Manufacturer narrative:
Additional information: b5, d6a, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, there was blood leakage from the middle of the main body of the catheter. It was noted that there was a leak at the catheter shaft. There was no leaking at the junction of the bifurcate and catheter. There was no luer adapter issue. The catheter was not repaired. There was nothing unusual observe on the device prior to use and there were no other defects/damages found on the product where the leak was observed. Flushing was not done prior to use. There were no other products being utilized with the device. There was no excessive force used on the device. Iodophor was the cleaning agent utilized to clean the catheter in its entirety. There were no ointments utilized at the exit site. Gauze was utilized as wound dressing and no cleaning agents or antimicrobial properties included on the wound dressing. The cleaning agent allowed to dry thoroughly prior to dressing the area. The patient was not responsible for any type of catheter maintenance and the patient did not use any type of cleaning agent or antibiotic on the catheter. Cleaning agents were not switched over the life of the catheter and cleaning agents were not mixed. Sepsiderm was not used to clean the catheter. There was no protocol change for cleaning agents used recently. Prescription treatment (lotion s/ointments) was used. As a remedial action, the product was replaced with the same product ID and lot at the same day of the event for insertion. Re-catheterization was the intervention/treatment required as a result of the leaking. The procedure was completed. No medication provided to the patient. There was blood loss of 10 milliliters (ml) and no blood transfusion was required. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a pin hole leak in the cannula below the cuff which was confirmed through a leak test, and there were no other abnormalities with the returned device. It was reported that there was a leak on the catheter shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, there was blood leakage from the middle of the main body of the catheter. It was noted that there was a leak at the catheter shaft. There was no leaking at the junction of the bifurcate and catheter. There was no luer adapter issue. The catheter was not repaired. There was nothing unusual observe on the device prior to use and there were no other defects/damages found on the product where the leak was observed. Flushing was not done prior to use. There were no other products being utilized with the device. There was no excessive force used on the device. Iodophor was the cleaning agent utilized to clean the catheter in its entirety. There were no ointments utilized at the exit site. Gauze was utilized as wound dressing and no cleaning agents or antimicrobial properties included on the wound dressing. The cleaning agent allowed to dry thoroughly prior to dressing the area. The patient was not responsible for any type of catheter maintenance and the patient did not use any type of cleaning agent or antibiotic on the catheter. Cleaning agents were not switched over the life of the catheter and cleaning agents were not mixed. Sepsiderm was not used to clean the catheter. There was no protocol change for cleaning agents used recently. Prescription treatment (lotion s/ointments) was used. As a remedial action, the product was replaced with the same product ID and lot at the same day of the event for insertion. The procedure was completed. There was no blood loss, and no blood transfusion was required. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, there was blood leakage from the middle of the main body of the catheter. It was noted that there was a leak at the catheter shaft. There was no leaking at the junction of the bifurcate and catheter. There was no luer adapter issue. The catheter was not repaired. There was nothing unusual observe on the device prior to use and there were no other defects/damages found on the product where the leak was observed. Flushing was not done prior to use. There were no other products being utilized with the device. There was no excessive force used on the device. Iodophor was the cleaning agent utilized to clean the catheter in its entirety. There were no ointments utilized at the exit site. Gauze was utilized as wound dressing and no cleaning agents or antimicrobial properties included on the wound dressing. The cleaning agent allowed to dry thoroughly prior to dressing the area. The patient was not responsible for any type of catheter maintenance and the patient did not use any type of cleaning agent or antibiotic on the catheter. Cleaning agents were not switched over the life of the catheter and cleaning agents were not mixed. Sepsiderm was not used to clean the catheter. There was no protocol change for cleaning agents used recently. Prescription treatment (lotion s/ointments) was used. As a remedial action, the product was replaced with the same product ID and lot at the same day of the event for insertion. Re-catheterization was the intervention/treatment required as a result of the leaking. The procedure was completed. No medication provided to the patient. No blood transfusion was required. There was no reported patient injury.